Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cut gums [gingival injury], lower part of brush head...smaller head popped off [device breakage], smaller head popped off...cut gums as it came off while in use [injury associated with device]. A consumer sent an e-mail stating the lower part of a brush head came off during use. No serious injury reported.

Event description:
Cut gums [gingival injury] lower part of brush head...smaller head popped off [device breakage] smaller head popped off...cut gums as it came off while in use [injury associated with device] case description: a consumer sent an e-mail stating the lower part of a brush head came off during use. No serious injury reported.

Manufacturer narrative:
B)(6) 2018 product investigation results: the reporter returned toothbrush head on (B)(6)-2018. Product return was received and investigated. Investigation results showed that the complaint was caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.